Manufacturer narrative:
The holster was returned to the analysis site due to an l3-009 green cable error. The complaint as described could not be confirmed or duplicated during the incoming evaluation; however, the analysis site found that the blue and green cables has splits in the covers that could have caused the erors. To correct this, the analysis site replaced the blue and green cables. The unit was serviced and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that while performing a breast biopsy, an l3-009 green cable error was received while attempting to take a sample. The doctor made sure the cabling was untwisted, tried a second probe, tried to take a sample and received another l3-009 error. The doctor tried a third probe and continued to receive the l3-009 error. The doctor attained a second holster and, using the same probes, managed to complete the case with no patient consequence. One holster to be returned for analysis.